Manufacturer narrative:
The astral battery pack was received by resmed and an evaluation was performed. Review of the battery data logs found no issues with the battery. The reported failure could not be reproduced during in-house testing and the battery operated according to specifications. The battery pack was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral battery pack failed to charge. There was no patient injury reported as a result of this incident.